Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of baclofen for intractable spasticity. The pt experienced increased spasticity and the hcp performed a bolus injection through the catheter access port, which indicated catheter patency. The pt underwent explantation of the pump in 2000, followed by implantation of a new synchromed pump. The explanted pump was returned to the MFR for analysis.